Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("suffered debilitating health issues") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy in oct-2015). Essure was removed. At the time of the report, the adverse event had resolved. The reporter considered adverse event to be related to essure. The reporter commented: the consumer reported she suffered debilitating health issues over the three years that she had essure, resulting in a full hysterectomy in oct-2015. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of adverse event ("suffered debilitating health issues") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy in (B)(6) 2015). Essure was removed. At the time of the report, the adverse event had resolved. The reporter considered adverse event to be related to essure. The reporter commented: the consumer reported she suffered debilitating health issues over the three years that she had essure, resulting in a full hysterectomy in (B)(6) 2015. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: adverse event -analysis in the global safety database revealed 14 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.